Manufacturer narrative:
Additional testing performed on the reserve product samples confirms that the product meets acceptance criteria.

Event description:
The clinician reported that the patient underwent a bone graft procedure and observed no integration. The material appeared discolored and darker in shade. No infection was observed. The clinician performed a follow-up procedure to remove the original bone graft and re-grafted the site using another product. There was a delay in placement of implant 4 to 6 months.